Manufacturer narrative:
1.investigation: 1.1.production process: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications. 1.2.x-ray analysis: the patient was operated on 24.7.14. The company has on record the patient 3-year follow-up at which the primary curve measures 30°. The patient had a removal surgery for the purpose of performing fusion surgery which was aborted due to intra operative complications not related to the mid-c system. Post removal x-ray demonstrates a residual curve of 33° which in the company's view does not necessitate further intervention 2.risk assessment: the risk of curve progression is a known risk. The current curve progression complaint rate is 2.0%. The rate of complaints in the category "serial casting, deformity progression, crankshaft/adding on, proximal/distal junctional kyphosis, rib prominence, residual rib deformity, trunk imbalance, the distal adding-on phenomenon" is 2.9% which is well within the literature reported rate of 0.3-4.6% (cer dms-727 rev t). The event of curve progression is addressed in the IFU at section potential risks associated with the mid-c system: *implant migration, loosening, or dislocation; fracture or breakage of the implant or pedicle screws, including failure to maintain extension/curve correction.

Event description:
The surgeon reported that the patient had revision surgery due to a persistent cobb-angle of 37° with planned removal of apifix-system and dorsal spondylodesis (spinal fusion). Intraoperative dura resulted aborting the procedure[?].